Manufacturer narrative:
Ge healthcare investigation concluded that the root cause of the monitor wall support detaching and falling was an installation error regarding the initial installation of the crt monitor wall support in (B)(4) 2000. The installer of the crt monitor wall support did not install into a concrete wall as specified in the product labeling. In addition, it appears there was also construction within the adjacent wall to this monitor wall support mounting which may have been a contributing factor of the event. The ge field engineer installed a new lcd monitor suspension and lcd monitor.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the legacy fluoroscopic monitor suspension detached and fell from the wall. There was no patient involvement or operator impact.